Manufacturer narrative:
Instrument 50002218 has been investigated. On (B)(6) 2016 an ocd field engineer (fe) arrived at the customer site and performed cims position test, lens cleaning, calibration and health check without errors. Instrument is operating as expected. No repairs needed. Although sample handling/preparation could not be ruled out as a potential cause of the issue, the root cause could not be determined. No incorrect or erroneous results were reported as a result of this incident. There was no risk present at the time of the incident. There was no harm to any patient.

Event description:
Customer reporting false negative reaction during validation testing on the vision analyzer, using the 0.8% resolve panel a lot# v256 and sample with history of anti-kell. A sample was tested on 8/30/16 using vision serial (B)(4) first and all kell- positive cells reacted (1-2+) using 0.8% resolve panel a lot # vra256. After testing was completed on the first vision instrument, customer testing the same sample on the second analyzer serial (B)(4) and all reactions were negative with kell positive cells. Customer indicated same lot # of gel cards were used and panel cells. During discussion, customer claimed sample was placed directly to second analyzer without additional centrifugation. Review with customer possible mixing of sample and possible sample should be centrifuge and retest. Cts followed up with customer and was told with repeat testing of panel after centrifugation of sample, all kell positive reacted weak-1+ and customer was able to ID the anti-kell as expected.